Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a circumflex coronary artery stenting procedure, after lesion pre-dilatation with a 2.5x12mm trek balloon dilatation catheter, crossing the acute takeoff into the artery was difficult and the xience xpedition stent delivery system failed to cross the lesion. During removal, the stent dislodged from the stent delivery system (sds) in the proximal circumflex. The sds was removed without issue and a 1.5x10mm balloon dilatation catheter was advanced through the dislodged stent. The balloon was minimally inflated, enabling the dislodged stent to be pulled into the guide catheter. The wire, balloon catheter, dislodged stent and guide catheter were removed as one unit. The vessel was rewired and a buddy wire was used to advance a non-abbott stent to the lesion. There was no adverse sequela and no clinically significant delay in procedure reported. There was no additional information provided.